Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump stopped working, no warning, shut itself down and off. Pt was recently returned from or and was on levophed of 12 mcg/min and vasopressin of 0.04 units/hr."

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : imdrf annex e, f code. Additional information : initial reporter addr 1, initial reporter facility name, imdrf annex a & g codes.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump stopped working, no warning, shut itself down and off. Pt was recently returned from or and was on levophed of 12 mcg/min and vasopressin of 0.04 units/hr."